Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for "hi" blood glucose test results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2016. Customer stated that she then administered 20 units of insulin and tested again- meter displays "hi". Customer stated that she recently started testing and has not established a target range.